Event description:
A pt reported experiencing inaccurate erratic results with a surestep enhanced meter. The pt's blood glucose results were 144mg/dl (this was the only result given in the reported issue notes). Tests were done less than 10 minutes apart with a difference of greater than 20%. The pt's blood glucose results were 99mg/dl, 118mg/dl, 151mg/dl (these results were provided in the potential medical). Tests were done less than 10 minutes apart with a difference of 25%. Pt did not experience any adverse events. No further info has been reported.